Manufacturer narrative:
According to the report, the user facility reported cleaning, the disinfection, and the sterilization processes (cds) flow lists for reprocessing reuse biopsy forceps, wash, immerse in sterihide, rinse and sterilize was determined to be incorrect according to the olympus cds flow lists for reprocessing reuse biopsy forceps. The olympus field service representative, stated that the correct cds flow for reuse endoscope treatment of biopsy forceps, is immerse device in enzyme-based detergent (5 minutes to 3 hours), use ultrasonic cleaning, rinse, lubricant application and placed in autoclave. The customer facility was notified and train on the correct method for reprocessing reuse biopsy forceps. Biopsy forceps the device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted request to olympus, inquiring information on the correct flow for the cleaning, the disinfection, and the sterilization processes (cds) for reuse biopsy forceps. Upon review of the user facility cds flow list for reuse biopsy forceps, it was determined that the facility was incorrectly reprocessing the device. This medical device report (MDR) is being submitted to capture the possible incorrect reprocessing of reuse biopsy forceps. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's cleaning instructions not being in accordance with the instructions for use. It is recommended that the user facility should stay in accordance with the instructions for use in regards to the care of the device. Olympus will continue to monitor field performance for this device.